Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to dislocation five (5) years post implantation. The cause for the dislocation is unknown. The stem, head, and bearings were replaced. There were no contributing conditions related to the event.

Manufacturer narrative:
(B)(4). D10: ep-200146 act artic e1 hip brg 28x40mm 870090. G2: foreign: japan. Visual examination of the provided pictures identified the liner with nicks and gouges on the outer edges and inner surface. No images of the outer surface of the liner were provided. No images of the bearing were provided. No product was returned; detailed visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Based on the available information, unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.